Event description:
It was reported that the pt's knee was revised for extreme osteolysis behind the femoral and tibial components.

Manufacturer narrative:
This report will be amended when our investigation is complete.